Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive steerable sheath there was a clot on the tip of the sheath. During a pulmonary vein isolation procedure to treat atrial fibrillation, a versacross connect for faradrive kit was selected for use. 11,000 units of heparin was given during groin access and an activated clot time of 198 sometime after the heparin was given. Initially, the faradrive steerable sheath was inserted with a versacross connect for faradrive dilator; however, the sheath was difficult to advance through some difficult anatomy, so the dilator was exchanged for the native faradrive dilator. They were then able to advance the sheath to the right atrium and left the sheath parked while the dilators were once again exchanged (versacross dilator was advanced through the sheath). The sheath was left for approximately 5 to 7 minutes, and after that time they noticed a clot in the right atrium that was attached to the sheath. The versacross dilator was then removed, and the clot was removed with a syringe at the base of the sheath. An additional 10,000 units of heparin was given. The right atrium was examined with intracardiac echocardiography (ice), and no further clots were seen. The patient's blood pressure was normal, and oxygenation was stable at 98 to 99 percent. The procedure was cancelled, and the patient was admitted to the hospital for further imaging and observation. The patient is expected to fully recover. Neither the faradrive nor the versacross dilator are expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive steerable sheath there was a clot on the tip of the sheath. During a pulmonary vein isolation procedure to treat atrial fibrillation, a versacross connect for faradrive kit was selected for use. (B)(4) units of heparin was given during groin access and an activated clot time of (B)(4) sometime after the heparin was given. Initially, the faradrive steerable sheath was inserted with a versacross connect for faradrive dilator; however, the sheath was difficult to advance through some difficult anatomy, so the dilator was exchanged for the native faradrive dilator. They were then able to advance the sheath to the right atrium and left the sheath parked while the dilators were once again exchanged (versacross dilator was advanced through the sheath). The sheath was left for approximately 5 to 7 minutes, and after that time they noticed a clot in the right atrium that was attached to the sheath. The versacross dilator was then removed, and the clot was removed with a syringe at the base of the sheath. An additional (B)(4) units of heparin was given. The right atrium was examined with intracardiac echocardiography (ice), and no further clots were seen. The patient's blood pressure was normal, and oxygenation was stable at 98 to 99 percent. The procedure was cancelled, and the patient was admitted to the hospital for further imaging and observation. The patient is expected to fully recover. Neither the faradrive nor the versacross dilator are expected to be returned for analysis. It was further reported that the patient was discharged the following day and is fine. There was no further signs of clotting.